Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacer dependent patient had a history of noise reversions which had been increasing over the past year. On (B)(6) 2015 the patient presented to the clinic and ventricular noise reversion could be reproduced with isometric palm presses. The device was reprogrammed. On (B)(6) 2015 during lead revision, an insulation abrasion was observed. The lead was cut, capped and replaced without complication. The patient was fine post procedure.